Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a family member regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had been getting shocked by the ins every once in a while. They went to the ER and the ins was turned off, then turned on and set to a lower amplitude. They said that it helped, but they were getting shocked again. They also feel stiffness in their left leg. No falls or trauma were reported. Patient services reviewed the option of turning off stimulation. Additional information received from a family member. They reported the patient being shocked by the device and that there is a follow-up appointment scheduled. They reported that the shocking still occurred when the device/stim was off. They wanted to know what could be causing this and what else they could try. Patient services reviewed information and redirected the caller to the hcp to check the ins. No further device issue alleged / identified. No further patient symptoms or complications were reported.